Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was taken to the emergency department (ed) after being found unresponsive with the vad off. A computed tomography (CT) of the patient¿s head showed no acute findings. The patient was started on intravenous milrinone and heparin for a subtherapeutic inr. The subtherapeutic inr was reported to be due to patient¿s non-compliance with medications. System controller history interrogation revealed pump stoppages. The manufacturer¿s technical services reviewed the provided log file which contained data from (B)(6) 2018 and observed several pump off, low flow and low speed events on (B)(6) 2018 all while connected to either the grounded patient cable on a power module or the mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead (driveline). Internal x-ray images of the driveline were unremarkable; however, one x-ray image of the external driveline showed a kink in one location. The patient refused a distal end percutaneous lead (driveline) replacement and was scheduled to be discharged home with an ungrounded patient cable for use while on power module support. No additional information was provided.